Manufacturer narrative:
Cmp-1008951. G2: japan. H6: proposed component code: mechanical (g04)- drill. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that two of the flexdrill bits broke. All debris was recovered, and the procedure was completed with a different drill. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.